Event description:
A malfunction was reported with the customer's pump, indicated by malfunction code malf 1. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, suggesting it was within a safe range. Since the pump was out of warranty and could not be reset, cts arranged for a replacement pump and advised the caller on steps to follow upon receiving the out-of-warranty loaner pump. The caller agreed to provide insurance card pictures and understood the guidance on using a g7 sensor with the replacement pump.